Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the right coronary artery (rca). The patient was put on metformin and aas and then a 2.75x20mm liberte bare stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion and it was noted that the stent was damaged. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is stable. Additional information was requested and is not available.